Event description:
Baxter reported a pt experienced 3 leaks in the tubing of three of their transfer sets. These incidents occurred over a two month period of time. First occurrence was about mid january, second late january, and the third february. With each incident the pt's set was changed and the pt was treated with cefazolin 2 gm and amikacin 500 mg prophylactically. Per affiliate, no pt injury was associated with these incidents.